Event description:
The event is reported as: "alleged issue: blades do not go on/off of handle easily. Issue was reported prior to use on a pt." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at time of this report.